Event description:
A nurse reported that an intraocular lens (iol) flipped in the pt's eye. Pt impact is unk. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed follow up questionnaire has not been received. (B)(4).